Manufacturer narrative:
Correction: the device was explanted on (B)(6) 2015; not may 19, 2015, as previously reported. The patient was reimplanted with a new device on (B)(6) 2015. This report is filed on august 25, 2015.

Event description:
Per the clinic, the patient experienced headache subsequent to sustaining a head trauma. The device was explanted on (B)(6) 2015, and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B)(4).